Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having anxiety. Additional information indicated that the lv lead was functioning correctly and had not dislodged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock. Two leads were noted to be dislodged. The leads were explanted and not replaced. The patient reported having experienced emotional/mental injury from the event. No further patient complications have been reported as a result of this event.